Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that the pump keypad buttons became unresponsive. The keypad cover was reportedly torn and the internal components were beginning to show. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 03/04/2014-correction:follow-up #1 statement should read: the pump was returned has been evaluated by product analysis on 02/18/2014.

Manufacturer narrative:
Follow-up #1 date of submission 03/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the ok button. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the battery compartment was observed to be cracked.